Event description:
It was reported that deep septal lead was explanted due to high capture thresholds. The cause of the high capture thresholds is unknown. The lead was replaced with a right ventricular (rv) lead. No additional adverse patient effects were reported.